Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call to have received a power error. The caller was advised to change the battery and to reset date and time. The customer¿s blood glucose was unknown. Caller also reported receiving a power loss alarm but could not troubleshoot because the patient was not at home with their insulin pump. The caller was advised to call back when the patient was at home so that full troubleshooting could be completed. The insulin pump will not be returned for analysis.